Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reset (restrap) the transformer to align with incoming power. Restrap completed and system tested. System functioned as intended and returned to service.

Event description:
It was reported that the 9800 system will not power up and the system presents an "out of range" power alarm. No patient injury reported.